Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient contacted lifescan alleging that the subject meter read inaccurately low compared to the another meter. The blood glucose results were unspecified. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.